Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. The delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of occlusion as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the mid right coronary artery (rca) after implanting 3 unspecified stents. After deployment a repeat angiography showed persistent extravasation. High pressure percutaneous transluminal coronary angioplasty (ptca) to improve the graftmaster stent apposition against the perforation was performed. Repeat angiography showed that there was no residual perforation of extravasation. A 2d echocardiogram (ECG/EKG) did not reveal any effusion correlating with a large perforation. While the patient was in the cardiac catheterization (cath) lab holding area, the patient experience escalation of chest discomfort. Repeat EKG showed persistent and worsening st-elevations in the inferior leads post EKG revealing no effusions or hypokinesis of the basal inferior wall. The patient was taken back to the cath lab and angiography of the rca showed 100% occluded rca stent in the proximal to mid stent. High-pressure balloon angioplasty restored blood flow to the distal vessel; the patient's symptoms and electrocardiogram were improving. Further post dilatation within the stent including the graftmaster using a noncompliant angiography balloon was performed. This was done at high pressure and to improve stent apposition. Timi3 flow was restored to the distal vessel and the patient's symptoms improved. Intravascular ultrasound (ivus) showed diffuse calcified atherosclerotic disease. The stents appeared to be well apposed even though irregular due to the calcium; the graftmaster was well apposed. There was no residual evidence of dissection or significant lesions. There was no reported adverse patient sequela. No additional information was provided.